Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4375453. The used ch2000s-c spinning spiros was returned with the poppet stuck in the open position. Leakage was confirmed. Subsequent investigation revealed that a small piece of sliver flash prevented prevented full poppet closure and resulted in leakage. The source of the sliver flash is unknown. The probable cause of the complaint is a small piece of sliver flash that prevented full poppet closure and resulted in the leakage. The source or the sliver flash cannot be determined. A device history review (DHR) lot# 4375453 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported doxorubicin hcl leaking from the side of the spiros. The customer stated the treatment nurse noticed the leak as he was about to administer the drug and noticed the drug everywhere inside the spiros. The leaking drug was split, so there was no option to recapture the lost drug. The nurse requested another syringe to be drawn up. There was no patient involvement and no one was injured.